Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to another device. The patient alleged the subject meter read "2.5 mmol/l higher" compared to the other device. Specific results were not specified. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2014)-device evaluation: the meter involved with this complaint has been returned on and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed testing with no faults found. The meter functioned properly. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.